Event description:
This lead was noted on (B)(6)2013 due to ventricular threshold increase. The physician was dr. (B)(6) canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).